Event description:
Patient allegedly rejecting implanted ankle plate and/or other implants.

Manufacturer narrative:
Additional medwatch forms associated with this incident are: MDR number part number 3025141-2012-00015, 70-0147, 3025141-2012-00016, 70-0229, 3025141-2012-00017, ca4140, 3025141-2012-00018, ca-4400, 3025141-2012-00019, co-3200, 3025141-2012-00021, co-3260, 3025141-2012-00022, co-3320, 3025141-2012-00023, co-3380, 3025141-2012-00024, co-3400, 3025141-2012-00025, co-3400, 3025141-2012-00026, col-3120, 3025141-2012-00027, col-3120, 3025141-2012-00028, col-3160, 3025141-2012-00029, col-3180, 3025141-2012-00030, col3180, 3025141-2012-00031, col-3200, 3025141-2012-00032, col-3380, 3025141-2012-00033, ws-1607st, 3025141-2012-00034, ws-1607st, 3025141-2012-00035, ws-1607st.